Event description:
The customer reported that while monitoring patients, their xhibit central station crashed and the software had become corrupted. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer removed the faulty xhibit central station from service and shipped it to spacelabs healthcare for depot repair. The device was received, and the reported problem was verified. During the evaluation, it was found that there was excessive dust in the interior of the unit and the fan on the video card was not functional. A buildup of dust can result in the device overheating, which can cause the xhibit central station to perform a self-protecting shutdown. Due to the age of their device and part obsolescence, the customer was advised that their xhibit central station was no longer repairable and that it would need to be replaced. The reported failure was due to dust build up in the unit.